Manufacturer narrative:
The (B)(6) assessor has not been able to speak with the family of the vgo user for further information about the death. The cause of the death was not provided.

Event description:
Spouse of patient called territory business leader to learn how to donate product due to the patient passed away.